Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was 38 mg/dl at the time of hospitalization. The customer's blood glucose was 269 mg/dl at the time of call. The customer stated that they gave a glucagon shot for the low blood glucose. The customer stated that the emergency medical services were able to raise the blood glucose to 50 mg/dl but the blood glucose dropped around 30 mg/dl again. The customer stated that they were given an IV at the hospital. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot at the time of call. The insulin pump will not be returned for analysis.